Event description:
It was reported that the lead suddenly had low sensing values and high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Several conductors had blood/body fluid (not obstructed). The outer tubing overlay had blood/body fluid and was breached cut. The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism (sleeve head) and the helix/lobe mechanism. Visual analysis noted the lead had apparent explant damage. Performance data was collected from the device and analyzed. Save to disk review noted that no anomalies were found.